Event description:
Customer states tubes are not filling to the 2ml mark. They are like at 75% to 80% full. Also we are seeing numerous patients with platelet clumps either as a flag or on the smear.

Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No pictures were provided. We have no further complaints for the material/batch. We have no remaining inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported errors. The event cannot be determined.